Event description:
It was reported that the customer experienced a low blood glucose level while updating time settings, personal profile, or biq/ciq settings. The specific blood glucose value was unknown, but it was displayed as "low." The customer consumed carbohydrates to address the low blood glucose level and did not require assistance from a third party. Technical support helped the customer update the basal rate settings and advised them to consult with their healthcare provider whenever settings are updated, which the customer acknowledged.